Event description:
Caused blisters to his back, lumbar area and groin [blister]. Wore these wraps directly on his skin, blisters on groin area [device misuse]. Blisters are now weeping [wound secretion]. Severe pain [pain]. Discomfort [discomfort]. Struggling to sleep [insomnia]. Case description: this is a spontaneous report from a contactable consumer or other non-hcp. A (B)(6) male patient of an unknown ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) on an unknown date for back ache. Relevant medical history and the relevant concomitant medications were unknown at the time of this report. On an unknown date, when taking the wraps off, the patient realized they had caused blisters to his back, lumbar area and groin. The blisters were weeping and he visited his general practitioner (gp) for further advice and they dressed the blisters for him. He mentioned he was currently changing the dressings every 4 hours. The patient was in severe pain and discomfort and was struggling to sleep. It was noted that the patient wore these wraps directly on his skin. The action taken with thermacare heatwrap in response to the events and the outcomes of the events were unknown at the time of this report. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Company case comments: based on the information provided, a possible contributory role of the suspect device product to the reported events, thermal burn, device misuse, pain, discomfort, and insomnia cannot be excluded. This case meets initial 30 day reportability.